Event description:
Procedure type: low anterior resection. According to the reporter: the instrument fired properly but upon opening the device, the surgeon observed a proximal anastomosis tear, as there was a hole in the anastomosis. The device was removed from the rectum. The proximal donut was partial the distal donut was good. The surgeon used sutures to close the tear. The patient is in well current condition.